Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited right atrial pace impedance measurements of greater than 2,000 ohms and right ventricular noise, oversensing and pace impedance low remaining within normal range. There was no indication of pacing inhibition from the oversensing. The device remains in service. No adverse patient effects were reported. Additional information was received that this device header was found to be loose. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited right atrial pace impedance measurements of greater than 2,000 ohms and right ventricular noise, oversensing and pace impedance low remaining within normal range. There was no indication of pacing inhibition from the oversensing. The device remains in service. No adverse patient effects were reported. Additional information was received that this device header was found to be loose. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited right atrial pace impedance measurements of greater than 2,000 ohms and right ventricular noise, oversensing and pace impedance low remaining within normal range. There was no indication of pacing inhibition from the oversensing. The device remains in service. No adverse patient effects were reported.